Manufacturer narrative:
The ventilator was investigated by our field service engineer. The expiratory cassette and both gas modules were replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. Provided ventilator logs confirms the reported autotrigger. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator was auto cycling. There was no patient harm. Manufacturer's ref.#: (B)(4).